Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial MDR the patient had keratoconus in section b5, which is a pre-existing condition, that can cause diminished visual acuity. The keratoconus refractive effect can be corrected with toric/astigmatic refraction in some cases. In this case, it appears the patient was initially implanted with a monofocal intraocular lens implant, which would not address the astigmatic refractive status due to the keratoconus. Thus subsequently, the lens initially implanted was explanted approximately 3 months later after the primary procedure, and was replaced with a toric lens implant, with the patient reportedly very happy with the results thereafter. Therefore, event is no longer considered a reportable serious injury and no further information will be provided under manufacturer report number 2648035-2021-07747. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient has keratoconus. Visual acuity pre-op: 20/400 20/70 +2 uncorrected - pinhole. Visual acuity post-op: 20/200 20/40 +2 uncorrected - pinhole. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (different model and diopter) was implanted as a replacement. The patient is very happy with the outcome. No further information is available.